Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation. A review of the provided image was performed. The review indicated that the provided image shows the monopolar curved scissors (mcs) instrument with a broken tube extension, highlighted in the boxed area. This specific failure mode carries a potential risk of generating fragments. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers. Field h4 is blank because the product information is insufficient.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure the monopolar curved scissors (mcs) snapped at the shaft near the tip cover and the procedure was completed robotically.